Event description:
"Speaker of this unit is failure". The unit was not in pt use at the time of the reported malfunction. There was no harm. The alarm was not reported to have been sounding. A repair work order was submitted by the dealer and they reported that they have checked the voltage of the alarm speaker and found it is normal. When they replaced a speaker the unit is normal." The alarm capacitor was replaced to correct the problem. There was no pt harm. No further action planned at this time.